Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was unknown at the time of incident. Troubleshooting performed. The caller stated that the insulin pump alarmed during manual prime. The caller declined to complete troubleshooting. The customer's blood glucose was 20 mg/dl at the time of call. The caller stated that they suspended the insulin pump. The caller stated that the reservoir was showing the same amount of insulin as shown on the status screen. The caller stated that the insulin pump was not exposed to high magnetic fields. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No excessive no delivery alarms noted. Pump passed all operating currents tested within the spec range and passed off no power test. The drive support cap was inspected and no anomaly was noted. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.